Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. B1 and b2: updated to include serious injury. Partial details of the reported event were submitted under another complaint, 2916714-2017-0001 ((B)(4)). This was then closed as a duplicate. Multiple attempts were made for product return and later investigation without the device. The lot # was not provided so a batch history could not be performed. The supplier was previously notified of the event. Supplier: (B)(4). At the time of the complaint 12/10/2017: investigation of similar complaints for this failure mode have been completed by the original equipment manufacturer and determined the issue is related to excessive mechanical force. This fie will be maintained for tracking and treding purposes. If investigation results become available in the future, this file will be re-opened and updated accordingly. Potential patient impact as a result of this product failure was addressed in a CAPA opened by aesculap, inc. For the failure mode of jaw breakage.

Event description:
Additional information was received via a linked complaint: the jaw of the grasper failed and broke/fragmented while it was in the patient's abdomen. An x-ray was taken and results were negative for pieces of retained instrumentation. The type of procedure was unspecified, although it was confirmed to be laparoscopic. The event occurred on (B)(6) 2017. Further details had been requested.

Manufacturer narrative:
Evaluation on-going.

Event description:
(B)(6). It is reported that during surgery the jaw of the device broke while in the patient. There was a five minute delay in surgery. There was no harm to the patient.